Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿. Two months later, patient experienced a viral infection, deemed not device related. After the infection, patient developed hard lumps of 0.5-1cm in size formed which were white like pus balls when pressed together and the lips were extremely swollen. Patient was treated with doxycycline and prednisolone. After 3 days, 300 units of hylase was used. In total, the patient received 5x300 units of hylase. The lips are now no longer swollen but the extreme nodules are not going away.